Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis three of the input connector slots were found to be damaged and the analyzer was to be sent on for repair. (B)(4).

Event description:
It was reported that the analyzer returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.